Event description:
While servicing the device, a philips field service engineer (fse) discovered the rubber arrow buttons on the display were missing. There was no reported patient or user involvement and no adverse patient/user impact.